Event description:
Reporter alleged obtaining a discrepant blood glucose result of 480 mg/dl back to back with a result of 160 mg/dl on the voicemate advantage system when testing was performed within 10 minutes. Reporter indicated that she took her normal 7 units of humalog insulin after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.